Event description:
The pt has had multiple failed back surgeries due to a "disc problem". Pt also had 2 spinal stimulator trials without implant. The pt had pain mostly in their legs (burning) between their knees and toes. The pt is on oral narcotics. The catheter is at the t 6-7 level. The pt presented complaining of wobbly legs. Various medications and medication combinations were tried in the pump without success. The pt continued to have wobbly legs. An MRI was performed (unk date) with inconclusive results. The doctor questions if the catheter is placed in the spinal cord. The pump was stopped for approx 1 1/2 weeks. The pump was restarted in 2004. A follow up report will be sent when additional info is obtained.